Event description:
It was reported that during a ptci procedure on a cx lesion, the penta was advanced to the very calcified lesion. Reportedly, the stent shaft kinked when it was being inserted, was straightened, and continued to be advanced. It would not cross the intended lesion and was retracted. Upon which it was noted that the shaft had fractured. Part of the stent shaft was still in the cx lesion. A snare was used to retrieve the distal end. When it was outside the pt, it was noted that the stent was missing. The stent was never found.